Event description:
It was reported to boston scientific corporation in 2006 that a easycore biopsy device was used in a prostate biopsy procedure (patient age and weight unknown) the same day. Prior to use in the patient the product kept misfiring, due to the trigger not catching as the physician pulled back on it. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the sample product returned reveal residue observed on device indicates it was used. No other visual abnormalities observed on the returned device. Physical and functional inspections revealed the device does function, but with increased force to cock. The device history record (DHR) was performed; no anomalies were noted. The root cause of this complaint is a design error that allows the cannula spring to not be properly seated inside the handle and interfere with the normal motion of the cannula hub when cocking the device.